Event description:
Expired patella implant used in surgery. Vendor from omni confirmed implant size with the physician. Staff rn left obtain foot pedal for cement mixer scution. Rn had to open implant and recongnized that the patella was not present and began looking for the box. Rep pulled the implant out of the trash and opened it on the sterile field.======================manufacturer response for all poly patella, all poly patella 3 peg (per site reporter).======================unknown.